Manufacturer narrative:
Review of the patient files provided dated on (B)(6) 2025 led to the following observations: since on (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone (0,4mv) during vf, which could indicate potential sensing issues at ventricular level. Since on (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable and within normal range. Several episodes recorded in the device memory showed ventricular noise oversensing, some episodes lead to charge (no inappropriate therapy delivered). See the episode below: based on forehead information, the ventricular oversensing episodes are most probably due to myopotentials and diaphragm contractions. Based on available data, no issue is suspected on the subject ICD and rv lead. However, careful monitoring of this phenomenon should be performed upon each follow-up. This case is retained and utilized for trend purposes.

Event description:
Reportedly, remote monitoring has shown several episodes of noise in the ventricular canal since on (B)(6) 2025. These appear to be myopotentials. The patient underwent reoperation on (B)(6) 2024 for lv electrode placement, due to tamponade complications on the day of the first intervention. He returned for a consultation on (B)(6) 2025 and was left with sensing at 0.8 mv.